Event description:
It was reported that, "during a surgical procedure, a dispersive electrode (ground pad) was placed on the back of the pt's left thigh. The legs were lifted into a lithotomy position. When the esu was activated a "sizzling sound" was heard. The area was examined and two areas of es burn were noted." No additional information was provided as to treatment or follow-up.